Event description:
It was reported that the patient presented to the clinic and multiple instances of inappropriate auto mode switch episodes were noted. Noise appeared on the atrial channel. The atrial sensitivity was decreased. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.